Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the handpiece found the complaint could not be confirmed. The bearing, o-ring, and retainer ring were replaced. The handpiece was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via a manufacturer representative that the handpiece overheated a few minutes after starting to use the device during a tympanoplasty procedure. The overheating was gradual and the procedure was continued by holding the handpiece with cold gauze, but the handpiece was too hot to use so a back up device was used to complete the procedure. The handpiece was checked whether there was a problem with the lock attachment, but the cause was unknown. There was no additional intervention performed. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.